Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("coils migrated to uterus"), dyspareunia ("painful intercourse") and abdominal pain lower ("heavy cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device expulsion, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("coils migrated to uterus"), dyspareunia ("painful intercourse") and abdominal pain lower ("heavy cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device expulsion, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device expulsion ("coils migrated to uterus"), painful intercourse ("painful intercourse"), abdominal pain lower ("heavy cramping"), dysmenorrhoea ("severe dysmenorrhea"), dyspareunia ("dyspareunia"), abnormal uterine bleeding ("abnormal uterine bleeding") and intermenstrual bleeding ("intermenstrual bleeding"). The patient was treated with oral contraceptive nos as well as surgery (hysteroscopy and laparoscopy bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, device expulsion, dysmenorrhoea, painful intercourse, dyspareunia, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: severe dysmenorrhea was unresponsive to ocps and non-steroidals. Procedure for essure removal occur with no issues. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: new clinical information received: new reporters added, date of removal updated, new events (severe dysmenorrhea, dyspareunia, abnormal uterine bleeding and intermenstrual bleeding), treatment drug added, surgery information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.